Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that mhlas screw was loose and not threaded correctly to keep custom abutment from being loose therefore implant crown had to be recemented as well. Tooth site #31. Patient to return for additional appointment. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: pain and inflammation.